Event description:
It has been reported to philips that the allura system kept restarting. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use when the issue occurred as the problem was found when the device was first turned on. The philips remote service engineer (rse) contacted the customer who reported that the system kept giving a "geometry auto restart" message and, as a result, the system's geometry could not start up normal despite multiple restart attempts. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. The fse analyzed the log file but found no error messages. Troubleshooting measures determined that the geometry ipc was not being recognized. The fse unplugged and re-plugged in the ipc internal board card and powered on the system. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.